Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to product performance anomaly. A new ra lead of the same model was placed. No adverse patient effects were reported.